Manufacturer narrative:
Additional information: medtronic representative reported replacing imaging system's bulkhead replacement resolved issue. A software investigation analysis was initiated to determine the probable cause of the issue through product and/version confirmation. Analysis found that this was not a software issue. Analysis found that the software functioned as designed. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as expected. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to communicate with the imaging system. There was no patient present.